Event description:
The customer reported an elevated, non-reproducible troponin I (accu tni) result, within the risk stratification range, for one pt, involving access 2 immunoassay system. Subsequent testing produced a result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2007 and discovered the mixer motor noisy, and the revolution was off by 100 rpm (revolutions per minute) in both directions. The fse replaced the motor. The fse completed preventive maintenance and verified the system conformed to the MFR's performance specs. The customer stated the unit was in normal operation. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.